Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened buttons dome switch. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported having to press the buttons on the insulin pump multiple times to get a response. Customer stated that the keypad issue has also caused her bolus to suspend and the keys are not responding as they should. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further information reported.